Event description:
A healthcare facility reported that an rt235 infant evaqua breathing circuit was missing a connector. This was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The rt235 breathing circuit was not returned to the MFR. As analysis was carried out based on the event description and results of previous investigations of similar complaints. Operator error during the packing process resulted in a connector being omitted from the circuit kit. The circuit pack appears to have also passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: this incident is most likely due to a fault in the line clearance process. A CAPA was implemented and new standard operating procedures put in place, to assist the operators on the production line, correctly pack breathing circuits. A specific pack card detailing all components required, must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary.